Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified distal damage. Struts on the first row on the distal end of the stent were misaligned. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen and the parts of the balloon, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary treatment procedure, failure to cross the lesion occurred. The 75% stenosed target lesion was located in the moderately tortuous distal left circumflex artery. The lesion was pre dilated with an unspecified balloon and an unspecified ivus was performed with no problem. The 2.5 x 12mm promus element mr stent delivery system was advanced several times, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed stent damage.